Event description:
It was reported that "on several devices from the same batch, with proper handling, the material broke near the connector". No patient injury or harm reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "on several devices from the same batch, with proper handling, the material broke near the connector". No patient injury or harm reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided five representative samples for evaluation. The manufacturer reports that the tubing on the representative samples was torn after testing was conducted. A device history record review was performed and no relevant findings were identified. The complaint was confirmed. A non-conformance was opened with the supplier of the tubing in order to address this issue.